Event description:
Type of procedure performed: ni . "We have two failed products from the same procedure. The first broke and the second would not cinch, both bags broke. I have both items packaged in one return kit." "No adverse patient reaction." Product available for return. Additional information received via email on 16oct2020 from [name]: no additional information has been provided from the account. No pictures are available of the device. Patient status: "no adverse patient reaction." Type of intervention: ni.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation without the tissue bag and cord loop. As the tissue bag and cord loop were not returned, applied medical was unable to confirm the complainant¿s experience of a broken tissue bag. In the absence of the tissue bag and cord loop, it is difficult to determine if the tissue bag broke due to a manufacturing non-conformance. Applied medical has reviewed the details surrounding the event and is unable to determine the root cause of the event based on the evaluation of the partial unit and the description of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
The event unit is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Type of procedure performed: ni. "We have two failed products from the same procedure. The first broke and the second would not cinch, both bags broke. I have both items packaged in one return kit." "No adverse patient reaction." Product available for return. Additional information received via email on 16oct2020 from [name]: no additional information has been provided from the account. No pictures are available of the device. Patient status: "no adverse patient reaction". Type of intervention: ni.